Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device") and pelvic infection ("after her second procedure she continued to suffer from serious infections") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), device breakage ("device breakage"), allergy to metals ("allergic reaction (nickel)"), abdominal pain ("abdominal pain/cramping"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), menorrhagia ("severe menstrual flow") and dysmenorrhoea ("severe menstrual cramps"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, device breakage, allergy to metals, abdominal pain, abdominal pain upper, abdominal pain lower, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, pelvic infection, device breakage, allergy to metals, abdominal pain, abdominal pain upper, abdominal pain lower, menorrhagia and dysmenorrhoea to be related to essure. Reporter's comment: plaintiff began experiencing the events shortly after the essure implantation procedure, and after second procedure (unspecified procedure), she continued to suffer serious infections and was told she needed a complete hysterectomy to remove essure and ontain relief related (sentence not completed in source). Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced malposition of the device, serious infections (seen as pelvic infection), and device breakage. These events are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation within the fallopian tube, or into abdominal cavity. In this particular case the exact time point of dislocation is unknown and, given the nature of this event, it was assessed as related to essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this present case, the exact location where the infections occur was not reported; however, taking the worst case scenario, the event serious infections was seen as a pelvic infection and thus assessed as related to essure. In this particular case, the exact date and mechanism of the device breakage are unknown; however, based on its nature, the event device breakage was assessed as related. This case was regarded as incident since intervention was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device"), pelvic infection ("serious infections"), device breakage ("device breakage") and menorrhagia ("severe menstrual flow / abnormal bleeding (vaginal, menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" on (B)(6) 2011 and device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1987, (B)(6) 1993, (B)(6) 1996, (B)(6) 2002), breast biopsy and heartbeats irregular. Previously administered products included for afeb: atenolol; for an unreported indication: metoprolol in 2005, mirena from 2000 to 2001, pills from 1988 to 2000, toradol, valium, metronidazole and flecainide. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included drug allergy, rash, itch, dizziness, hot flashes, generalized anxiety disorder and palpitations. Family history included hypertension (family history significant for grandfather with hypertension.). Concomitant products included lidocaine for female sterilisation as well as antidepressants. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain when implanting") and complication of device insertion ("did not place the other side. Implant is left side only"). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced urinary tract disorder ("urinary disorder"), bladder disorder ("bladder problems"), urinary tract infection ("urinary infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), vision blurred ("hazy vision"), nausea ("nausea"), abdominal pain ("abdominal pain/cramping"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("severe menstrual cramps"), allergy to metals ("allergic reaction (nickel)") and vaginal haemorrhage ("abnormal bleeding ( vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia") and pelvic pain ("pain"). In 2012, the patient experienced anxiety ("anxiety"), cystitis ("bladder infection"), migraine ("migraines / headaches"), vaginal infection ("vaginal infection") and headache ("headache"). In 2013, the patient experienced tooth disorder ("dental problems"). In 2017, the patient experienced rash ("rash"). The patient was treated with paracetamol (tylenol), ibuprofen, metronidazole, surgery (tubal ligation) and surgery (tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, device breakage, menorrhagia, fatigue, female sexual dysfunction, urinary tract disorder, bladder disorder, urinary tract infection, vision blurred, nausea, tooth disorder, anxiety, cystitis, migraine, abdominal pain, abdominal pain upper, abdominal pain lower, dysmenorrhoea, vaginal infection, dyspareunia, procedural pain, allergy to metals, complication of device insertion, vaginal discharge, vaginal haemorrhage, pelvic pain, rash and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, bladder disorder, complication of device insertion, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, procedural pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure, and after second procedure (unspecified procedure), she continued to suffer serious infections and was told she needed a complete hysterectomy to remove essure and ontain relief related (sentence not completed in source). The patient had essure with failed deployment of essure coil on the left. A decision had been made to abort the remainder of the office essure. Because of that, faulty application of the essure device on the left and the decision was made to perform laparoscopic bilateral tubal ligation with falope ring applicator. Diagnostic results: on (B)(6) 2011 : transvaginal ultrasound is performed demonstrating normal uterus. There is a 1 cm left ovarian cyst. Otherwise, normal appearing adnexa. Impression: left-sided pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received, event added- headache. Events onset date added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device"), pelvic infection ("serious infections"), device breakage ("device breakage") and menorrhagia ("severe menstrual flow / abnormal bleeding (vaginal, menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2011 and device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1987,(B)(6) 1993, (B)(6) 1996, (B)(6) 2002), breast biopsy and heartbeats irregular. Previously administered products included for afeb: atenolol; for an unreported indication: metoprolol in 2005, mirena from 2000 to 2001, pills from 1988 to 2000, toradol, valium, metronidazole and flecainide. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included drug allergy, rash, itch, dizziness, hot flashes, generalized anxiety disorder and palpitations. Family history included hypertension (family history significant for grandfather with hypertension.). Concomitant products included lidocaine for female sterilisation as well as antidepressants. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain when implanting") and complication of device insertion ("did not place the other side. Implant is left side only"). In (B)(6) 2011, the patient experienced urinary tract disorder ("urinary disorder"), bladder disorder ("bladder problems"), urinary tract infection ("urinary infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), vision blurred ("hazy vision"), abdominal pain ("abdominal pain/cramping"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("severe menstrual cramps"), allergy to metals ("allergic reaction (nickel)") and vaginal haemorrhage ("abnormal bleeding ( vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia") and pelvic pain ("pain"). In 2012, the patient experienced cystitis ("bladder infection"), migraine ("migraines / headaches") and vaginal infection ("vaginal infection"). In 2013, the patient experienced tooth disorder ("dental problems"). In 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced nausea ("nausea") and rash ("rash"). The patient was treated with paracetamol (tylenol), ibuprofen, metronidazole, surgery (tubal ligation) and surgery (tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, device breakage, menorrhagia, fatigue, female sexual dysfunction, urinary tract disorder, bladder disorder, urinary tract infection, vision blurred, nausea, tooth disorder, anxiety, cystitis, migraine, abdominal pain, abdominal pain upper, abdominal pain lower, dysmenorrhoea, vaginal infection, dyspareunia, procedural pain, allergy to metals, complication of device insertion, vaginal discharge, vaginal haemorrhage, pelvic pain and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, bladder disorder, complication of device insertion, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, procedural pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure, and after second procedure (unspecified procedure), she continued to suffer serious infections and was told she needed a complete hysterectomy to remove essure and ontain relief related (sentence not completed in source). The patient had essure with failed deployment of essure coil on the left. A decision had been made to abort the remainder of the office essure. Because of that, faulty application of the essure device on the left and the decision was made to perform laparoscopic bilateral tubal ligation with falope ring applicator. Diagnostic results: on (B)(6) 2011 : transvaginal ultrasound is performed demonstrating normal uterus. There is a 1 cm left ovarian cyst. Otherwise, normal appearing adnexa. Impression: left-sided pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device"), pelvic infection ("serious infections"), device breakage ("device breakage") and menorrhagia ("severe menstrual flow / abnormal bleeding (vaginal, menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2011 and device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1987, (B)(6) 1993, (B)(6) 1996, (B)(6) 2002), breast biopsy and heartbeats irregular. Previously administered products included for afeb: atenolol; for an unreported indication: metoprolol in 2005, mirena from 2000 to 2001, pills from 1988 to 2000, toradol, valium, metronidazole and flecainide. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included drug allergy, rash, itch, dizziness, hot flashes, generalized anxiety disorder and palpitations. Family history included hypertension (family history significant for grandfather with hypertension.). Concomitant products included lidocaine for female sterilisation as well as antidepressants. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain when implanting") and complication of device insertion ("did not place the other side. Implant is left side only"). In (B)(6) 2011, the patient experienced urinary tract disorder ("urinary disorder"), bladder disorder ("bladder problems"), urinary tract infection ("urinary infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), vision blurred ("hazy vision"), abdominal pain ("abdominal pain/cramping"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("severe menstrual cramps"), allergy to metals ("allergic reaction (nickel)") and vaginal haemorrhage ("abnormal bleeding ( vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia") and pelvic pain ("pain"). In 2012, the patient experienced cystitis ("bladder infection"), migraine ("migraines / headaches") and vaginal infection ("vaginal infection"). In 2013, the patient experienced tooth disorder ("dental problems"). In 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced nausea ("nausea") and rash ("rash"). The patient was treated with paracetamol (tylenol), ibuprofen, metronidazole, surgery (tubal ligation) and surgery (tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, device breakage, menorrhagia, fatigue, female sexual dysfunction, urinary tract disorder, bladder disorder, urinary tract infection, vision blurred, nausea, tooth disorder, anxiety, cystitis, migraine, abdominal pain, abdominal pain upper, abdominal pain lower, dysmenorrhoea, vaginal infection, dyspareunia, procedural pain, allergy to metals, complication of device insertion, vaginal discharge, vaginal haemorrhage, pelvic pain and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, bladder disorder, complication of device insertion, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, procedural pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure, and after second procedure (unspecified procedure), she continued to suffer serious infections and was told she needed a complete hysterectomy to remove essure and ontain relief related (sentence not completed in source). The patient had essure with failed deployment of essure coil on the left. A decision had been made to abort the remainder of the office essure. Because of that, faulty application of the essure device on the left and the decision was made to perform laparoscopic bilateral tubal ligation with falope ring applicator. Diagnostic results: on (B)(6) 2011 : transvaginal ultrasound is performed demonstrating normal uterus. There is a 1 cm left ovarian cyst. Otherwise, normal appearing adnexa. Impression: left-sided pelvic discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device"), pelvic infection ("serious infections"), device breakage ("device breakage") and menorrhagia ("severe menstrual flow / abnormal bleeding (vaginal, menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in january 2011 and device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 (B)(6)1987,(B)(6)1993, (B)(6)1996, (B)(6)2002), breast biopsy and heartbeats irregular. Previously administered products included for afeb: atenolol; for an unreported indication: metoprolol in 2005, mirena from 2000 to 2001, pills from 1988 to 2000, toradol, valium, metronidazole and flecainide. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included drug allergy, rash, itch, dizziness, hot flashes, generalized anxiety disorder and palpitations. Family history included hypertension (family history significant for grandfather with hypertension.). Concomitant products included lidocaine for female sterilisation as well as antidepressants. On (B)(6)2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain when implanting") and complication of device insertion ("did not place the other side. Implant is left side only"). In january 2011, the patient experienced urinary tract disorder ("urinary disorder"), bladder disorder ("bladder problems"), urinary tract infection ("urinary infection") and vaginal discharge ("vaginal discharge"). On (B)(6)2011, the patient experienced pelvic infection (seriousness criterion medically significant). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), vision blurred ("hazy vision"), abdominal pain ("abdominal pain/cramping"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("severe menstrual cramps"), allergy to metals ("allergic reaction (nickel)") and vaginal haemorrhage ("abnormal bleeding ( vaginal)"). In july 2011, the patient experienced dyspareunia ("dyspareunia") and pelvic pain ("pain"). In 2012, the patient experienced cystitis ("bladder infection"), migraine ("migraines / headaches") and vaginal infection ("vaginal infection"). In 2013, the patient experienced tooth disorder ("dental problems"). In 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced nausea ("nausea") and rash ("rash"). The patient was treated with paracetamol (tylenol), ibuprofen, metronidazole, surgery (tubal ligation) and surgery (tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, device breakage, menorrhagia, fatigue, female sexual dysfunction, urinary tract disorder, bladder disorder, urinary tract infection, vision blurred, nausea, tooth disorder, anxiety, cystitis, migraine, abdominal pain, abdominal pain upper, abdominal pain lower, dysmenorrhoea, vaginal infection, dyspareunia, procedural pain, allergy to metals, complication of device insertion, vaginal discharge, vaginal haemorrhage, pelvic pain and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, bladder disorder, complication of device insertion, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, procedural pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure, and after second procedure (unspecified procedure), she continued to suffer serious infections and was told she needed a complete hysterectomy to remove essure and ontain relief related (sentence not completed in source). The patient had essure with failed deployment of essure coil on the left. A decision had been made to abort the remainder of the office essure. Because of that, faulty application of the essure device on the left and the decision was made to perform laparoscopic bilateral tubal ligation with falope ring applicator. Diagnostic results: on (B)(6)2011 : transvaginal ultrasound is performed demonstrating normal uterus. There is a 1 cm left ovarian cyst. Otherwise, normal appearing adnexa. Impression: left-sided pelvic discomfort. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number forthis case, we were unable to conduct a review of the manufactunng batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode forthe device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relaonship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events : vaginal discharge, abnormal bleeding ( vaginal),pain,rash reporter added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device"), pelvic infection ("serious infections"), device breakage ("device breakage") and menorrhagia ("severe menstrual flow / abnormal bleeding (vaginal, menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2011 and device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test". The patient's past medical history included multigravida and parity 4 ((B)(6) 1987,(B)(6) 1993, (B)(6) 1996, (B)(6) 2002). Previously administered products included for an unreported indication: metoprolol in 2005, mirena from 2000 to 2001, pills from 1988 to 2000, valium, metronidazole, toradol and flecainide. Past adverse reactions to the above products included adverse drug reaction with mirena. Concomitant products included antidepressants. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain when implanting") and complication of device insertion ("did not place the other side. Implant is left side only"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction (nickel)"), abdominal pain ("abdominal pain/cramping"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("severe menstrual cramps"), female sexual dysfunction ("apareunia") and vision blurred ("hazy vision"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). In 2012, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") and migraine ("migraines / headaches"). In 2013, the patient experienced tooth disorder ("dental problems") and fatigue ("fatigue"). In 2017, the patient experienced bladder disorder ("bladder problems") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), nausea ("nausea") and urinary tract disorder ("urinary disorder"). The patient was treated with paracetamol (tylenol), ibuprofen, surgery (tubal ligation) and surgery (tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, device breakage, menorrhagia, allergy to metals, abdominal pain, abdominal pain upper, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, tooth disorder, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, nausea, vision blurred, bladder disorder, urinary tract disorder, anxiety, dyspareunia, procedural pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, bladder disorder, complication of device insertion, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic infection, procedural pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection and vision blurred to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure, and after second procedure (unspecified procedure), she continued to suffer serious infections and was told she needed a complete hysterectomy to remove essure and ontain relief related (sentence not completed in source). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number forthis case, we were unable to conduct a review of the manufactunng batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode forthe device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relaonship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet provided. Information added: patient¿s date of birth, essure insertion date updated, medical/drug history, treatment drugs, events (apareunia, dental problems, failure to occlude fallopian tube, fatigue, bladder/urinary tract/vaginal infection, migraines / headaches, nausea, bladder / urinary problems, hazy vision, anxiety, dyspareunia, pain when implanting, did not place the other side/ implant is left side only, patient didn¿t undergo an essure confirmation test). Tubal ligation and ablation added as treatment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device"), pelvic infection ("serious infections"), device breakage ("device breakage") and menorrhagia ("severe menstrual flow / abnormal bleeding (vaginal, menorrhagia)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2011 and device monitoring procedure not performed "patient didn't undergo an essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 1987, (B)(6) 1993, (B)(6) 1996, (B)(6) 2002) and breast biopsy. Previously administered products included for afeb: atenolol; for an unreported indication: metoprolol in 2005, mirena from 2000 to 2001, pills from 1988 to 2000, toradol, valium, metronidazole and flecainide. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included drug allergy. Family history included hypertension (family history significant for grandfather with hypertension.). Concomitant products included lidocaine for premedication as well as antidepressants. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain when implanting") and complication of device insertion ("did not place the other side. Implant is left side only"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction (nickel)"), abdominal pain ("abdominal pain/cramping"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("severe menstrual cramps"), female sexual dysfunction ("apareunia") and vision blurred ("hazy vision"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). In 2012, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection") and migraine ("migraines / headaches"). In 2013, the patient experienced tooth disorder ("dental problems") and fatigue ("fatigue"). In 2017, the patient experienced bladder disorder ("bladder problems") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic infection (seriousness criterion medically significant), nausea ("nausea") and urinary tract disorder ("urinary disorder"). The patient was treated with paracetamol (tylenol), ibuprofen, metronidazole and surgery (tubal ligation). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic infection, device breakage, menorrhagia, allergy to metals, abdominal pain, abdominal pain upper, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, tooth disorder, fatigue, cystitis, urinary tract infection, vaginal infection, migraine, nausea, vision blurred, bladder disorder, urinary tract disorder, anxiety, dyspareunia, procedural pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, bladder disorder, complication of device insertion, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic infection, procedural pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection and vision blurred to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure, and after second procedure (unspecified procedure), she continued to suffer serious infections and was told she needed a complete hysterectomy to remove essure and obtain relief related (sentence not completed in source). The patient had essure with failed deployment of essure coil on the left. A decision had been made to abort the remainder of the office essure. Because of that, faulty application of the essure device on the left and the decision was made to perform laparoscopic bilateral tubal ligation with falope ring applicator. Diagnostic results: on (B)(6) 2011 : transvaginal ultrasound is performed demonstrating normal uterus. There is a 1cm left ovarian cyst. Otherwise, normal appearing adnexa. Impression: left-sided pelvic discomfort. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received : reporter information, concomitant medication and causality comment updated . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced malposition of the device, serious infections (seen as pelvic infection), and device breakage. These events are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation within the fallopian tube, or into abdominal cavity. In this particular case the exact time point of dislocation is unknown and, given the nature of this event, it was assessed as related to essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this present case, the exact location where the infections occur was not reported; however, taking the worst case scenario, the event serious infections was seen as a pelvic infection and thus assessed as related to essure. In this particular case, the exact date and mechanism of the device breakage are unknown; however, based on its nature, the event device breakage was assessed as related. This case was regarded as incident since intervention was required. Other non-serious events were reported. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.